Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the image sensor cable was buckling inside the curved part of the insertion tube. It is likely the event occurred due to excessive stress such as excessive twisting and bending. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23). 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope screen blacked out during preparation for use on a therapeutic (laparoscopic inguinal hernia treatment) procedure. It was restored by turning the power off and on again. The procedure was completed with a similar device with no reported delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: due to a cut on the charged coupled device cable- image noise occurred and an image could not be displayed, the adhesive on the bending section cover rubber had a chip, due to damage on lock engagement lever, the bending section could not be fixed firmly, the light guide bundle was slipping down, the alternate current ring was deformed, the grip had a scratch and was dirty, the up/down plate has a scratch and was dirty, the right/left plate was dirty, the light guide connector had a scratch, the light guide cover glass had a scratch, the protector of the video cable section had a scratch, the universal cord had a scratch, the video connector had a scratch, and the control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.